Event description:
The catheter is falling out as a result of little or no tissue ingrowth into the cuff. The returned product was insitu for 8 weeks and fell out in the hospital.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.